Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Case #: (B)(4). Case subject: npi error plunger position error on syringe unit account name: odessa regional hospital ship tex pack only (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech. Report unit error out when try to run pm test on syringe unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: tech called in for help on 8110 unit before call in he had replace barrel clamp and still get the plunger position error. With that error he will need to replace the linear sensor on unit once replace and still get the error unit will have to be sent in for services confirm part number for board linear sensor with price quote without tax, and quote for level one repair. Tech thank me for my assist.